Event description:
It was reported during the procedure that the device was attempted but not used due to an impedance issue. The physician believed the problem was with the can. Further testing revealed the issue was with the rv lead. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.